Manufacturer narrative:
Device partially implanted.

Event description:
During insertion of a lucent ti-bond tlif cage, the cage shattered while it was being impacted. A portion of the cage remained intact and in the patient. Shattered pieces where removed and a lucent plif cage was inserted behind the remainder tlif cage.